Event description:
During cryoablation procedure in (B)(6) with a cryocatheter balloon and flexcath steerable sheath (catheter introducer), the physician experienced resistance to withdraw the catheter into the sheath. After two attempts, he managed to withdraw the balloon catheter outside the introducer. The flexcath was replaced and the procedure was successfully completed with a new introducer. No adverse event occurred.

Manufacturer narrative:
Device investigated and showed shaft kinked and crushed from the tip.